Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that a patient had been on ventilatory therapy for several days. The patient breathed heavily. It was observed that the exhalation tube filter had plenty of water which significantly increased the patients expiratory resistance. The filter was replaced with a dry one and the patient calmed down. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The expiratory filter was exchanged when the patient exhibited increased expiratory work of breathing. The expiratory tube filter of another brand was inspected by the user and found to be full of water and discarded. No parts were returned. No device logs have been available for our investigation. Further information regarding the filter use was requested. Expiratory tube filters are routinely changed once every day and the filter in question was used from the day before. It was also informed by the user facility that active warming humidification of another brand was used and the temperature display had become hidden behind the patient bed. The temperature had varied over the time the filter was used and this is believed to have been creating the excess moisture in the filter. The user¿s manual of the ventilator includes a warning that if active humidification is used, the user must carefully monitor the airway pressure and continuously check to ensure that possible condensation created in the expiratory side does not affect ventilator performance. Our conclusion is that the root cause of the experienced problem is lack of routine inspection of the condensation created in the expiratory tube and filter. There is no ventilator malfunction.

Event description:
Manufacturer reference#: (B)(4).